Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported issue that only half an image was displayed could not be reproduced and the root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was unable to be confirmed. During the device evaluation it was observed that there was an image disruption due to dirt found on the contacts once cleaned, the image returned to normal. Additionally, it was observed that the adhesive of the bending section cover had a chip. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis exera ii ultrasonic bronchofibervideoscope had only half of the image displayed. The reported issue occurred during an unknown procedure. There was no patient/user harm or injury reported due to the event.